Event description:
Used a phillips CPAP device since 2014. Starting a few years ago, noticed just after waking up from a night's sleep from using the CPAP, I would cough up a light almost gritty (micro-grit) phlegm on a lot of occasions. This would last throughout the day. They became less frequent over time but definitely continued to occur. I've recently stopped using the CPAP and since I have, I've never had incidences of coughing up gritty phlegm. FDA safety report ID# (B)(4).